Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the lead due to the patient's atrial fibrosis. The threshold parameters on the lead were not ideal although the physician tried to fix the lead to several different positions. The lead was removed and was not implanted. A second lead of the same lead model was implanted that had parameters that were comparatively appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.